Event description:
Staar rec'd a fax from an m.d. Stating that he has had several cases of refractive change. He did not have any pt info or lens info available. He indicated that he saw the phenomenon during the first three weeks postoperatively with some anterior chamber inflammation and development of a space between the anterior capsule and the iol. He indicated that he believed that this was associated with a small capsulotomy. This info was rec'd in response to the collamer customer bulletin sent to customers (recall z-0539-04). As indicated, no serial number, pt info or dates are available.